Event description:
The customer reported that leg extension accessory was difficult to remove from the uroview table. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The leg extension accessory legs and associated levers and latches were evaluated and repaired. The system was tested and found to be working as intended and returned to service.